Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure there was leaking from the trocars. There was no patient impact.

Manufacturer narrative:
(B)(4). Clear lens. The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. However, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. A different size trocar was also received. The customer did not indicate an issue with this trocar; however the device was evaluated and found to be fully functional according to manufacturing requirements.

Event description:
It was reported that during an unk procedure, the device fired malformed staples. The case was completed using a like device. There was no pt consequence.